Event description:
The resident was allegedly found absent of vital signs lying on the floor on his back with his head and upper body pinned under the bed.

Manufacturer narrative:
MFR rec'd a medwatch form with no MFR report number. The initial reporter was a facility. A pt was reportedly found on the floor, lying on their back with their head, and upper body pinned under the bed. Police and deputy medical examiner investigated the incident. Medical examiner initially concluded the bed was lowered intentionally by the pt on self, using the bed remote. No malfunction apparent. MDR filed based on death.